Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 241 mg/dl. The customer stated that she had unexplained high blood glucose readings since yesterday. The customer stated that her blood glucose was high during the day and lower at night. The customer stated that the buttons on her pump are more stiff and hard to push in. The customer stated that sometimes the reservoir connection gets loose. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was assisted with the hp test and was advised that the pump is working properly.